Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating resulting in pump shutdown. Additionally, it was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose was 123 mg/dl. Reportedly, customer reverted to an alternate method of insulin therapy.